Manufacturer narrative:
Concomitants: 101-05-30 - 3.2mm drill bit30mm 1pk, (B)(6). 170-36-00 - biolox delta femoral head 36mm od, +0mm, (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm, (B)(6). 186-01-58 - integrip cc, cluster 58mm, (B)(6). 188-01-11 - wedge plasma x/o sz 11, (B)(6). PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely underlying cause for the revision reported in is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty and then experienced a revision surgical procedure approximately 7 years, 5 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.